Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and paramedics visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
The patient¿s mother reported her daughter went to bed with her blood glucose (bg) reading at 10.6 mmol/l (191 mg/dl). Patient's bg, carbohydrate intake and insulin history is as follows: time bg (mmol/l) (mg/dl) bolus (u); 05:30 6.2 112 20.0 ; (mother has no memory of asking the pdm to deliver a bolus) ; 06:00 ¿low¿ (<1.1) (<20). Her daughter was not feeling well; passed out; and an ambulance was called. Upon their arrival they placed her on an intravenous therapy of glucose (10% 100mls) which brought her bg up to 11 mmol/l (198 mg/dl). She did not have to go the hospital.